Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet thickening was indicated. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. In addition, the patient's medical history, which includes rheumatic heart disease s/p mvr x2 and ckd stage iii, likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a bioprosthetic mitral valve, implanted for 7 years, underwent a valve-in-valve procedure due to severe mitral stenosis. Preoperative tte showed the mitral prosthetic leaflet motion severely restricted. Leaflets appeared severely thickened. The mitral prosthesis demonstrated a severely increased transvalvular gradient for valve type and size. The peak transmitral gradient was 29.8mmhg. The mean transmitral gradient was 11.1mmhg. An edwards transcatheter valve successfully was implanted. Tee showed no central or perivalvular regurgitation post tmvr. There were no complications noted. The patient was discharged home in stable condition on pod #3.